Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause may be implant loosening due to poor bone quality. Part numbers, lot numbers, manufacturing dates (if available), expiration dates and UDI numbers: ifuse implant, p/n 7045-90, lot# i0a25, manufactured 07/06/14, expires 2019-06, (B)(4). Ifuse implant, p/n 7045-90, lot# i0907, manufactured 02/27/14, expires 2019-02, (B)(4). Ifuse implant, p/n 7030-90, lot# i0289, manufactured 12/27/12, expires 2017-12, (B)(4).

Event description:
In (B)(6) 2015, the patient underwent left side si joint arthrodesis where three implants were placed. The patient did well initially following the initial surgery but the pain symptoms later returned. The surgeon thought that the implants may have been loose via CT scan. The patient had poor bone quality. In (B)(6) 2016, the surgeon performed a revision surgery where he removed the implants. The status of the patient following the revision surgery is not yet known.